Event description:
Medtronic is investigating the potential for the device battery to become depleted following routine device servicing. There have been two confirmed cases of the reported anomaly.

Manufacturer narrative:
The investigation by medtronic concluded that, reported anomaly could be caused by incorrectly disconnecting a laptop computer from the device at the completion device servicing, and inadvertently leaving the device turned on in the 'manufacturing/test mode' until the battery subsequently becomes depleted and the device shuts off. Service software has been changed so that the device will be forced to reboot upon the completion of a service download which will force the unit out of the manufacturing/test mode, and ultimately time out after 15 minutes if left unattended.